Event description:
The sensor was not detected and the alarm signal occurred. The sensor was torn out and a new one was placed. The signal activated. Change of monitor, without success. A third sensor was used with the former monitor. It has finally functioned. The incident has not been reported to the (B)(6). (B)(6) 2014 customer reported: the first and second sensors were implanted and then removed. The first one was torn.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned .

Event description:
Additional information stated: note that only one of the two non-functional microsensors was returned for evaluation.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.